Event description:
Post av fistulogram, before removing the dilator, the physician was pulling and suturing around the dilator at the same time. It broke off about 1cm from the proximal hub. The distal end remained in the pt, who had to be taken to surgery to have it surgically removed.